Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the rep was notified about scheduling a lead revision. The rep stated that a fall led to this action and an x-ray was used to diagnose the issue. No further complications were reported. Additional information was received from a representative (rep) regarding the patient. It was reported that the rep assumed a lead migration occurred which led to the revision scheduled for (B)(6) 2018. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-03. The rep stated that the affected lead was discarded. The physician did not want it returned for analysis. No further complications were reported/are anticipated.